Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the internal charged coupled device cable was damaged due to the stress applied to the curved part. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the endoeye flex deflectable videoscope went black during a laparoscopy procedure and was unable to be restored. The patient was under anesthesia and the procedure was delayed five minutes. Another scope was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The complaint was reported to have occurred during multiple procedures. Please refer to the following reports: event #1, patient identifier of (B)(6) is related to model number: ltf-s190-5, serial number: (B)(4). Event #2, patient identifier of (B)(6) is related to model number: ltf-s190-5, serial number: (B)(4). During device evaluation at olympus, it was found the complaint was confirmed and the black screen was caused by damage to the charged coupled device elements from a heavy dent in the bending section. In addition, evaluation found the bending section cover had a deep scratch, the bending section cover glue was chipped and the scope passed a dunk test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.